Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported customer was experiencing high blood glucose of 486 mg/dl, treated with bolus. Customer called in to report the insulin pump had alarmed lost sensor. Troubleshooting for the alarm was performed. No further information reported.